Manufacturer narrative:
Given no test strips were returned for investigation, retained testing on the reported test strips was requested. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint in not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings higher than 500 mg/dl. A "hi" display message indicates a reading higher than 500 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported a high reading on an adc hospital blood glucose meter. A health care professional reported a reading of 500 mg/dl which, was higher than a laboratory reading of 84 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report.